Event description:
The doctor reports that the abutment screw fractured inside the implant during the final torque. A portion of the screw remains inside the implant. The procedure was not completed and the patient has been rescheduled.

Manufacturer narrative:
Device not returned to manufacturer. Evaluation anticipated not yet begun.

Manufacturer narrative:
(B)(4).visual inspection the certain® gold-tite® hexed screw and review of the returned radiograph confirms the screw has fractured. Based on the data review in the DHR and the complaint history review, there were no causes that might have contributed to the event as reported. There is also no indication of a manufacturing deviation that would have contribute to this event. A definitive root cause for the fractured abutment screw cannot be determined.